Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that a (B)(6) male patient with fanconi's anemia generated a platelet result of 39 k/ul on a cell-dyn emerald analyzer. This result was higher than expected. The sample was sent to a hospital lab where a platelet result of 18 k/ul was generated on a cell-dyn sapphire analyzer, which fit the patient's clinical history. The lab uses a normal reference range of 150-350 k/ul. No suspect results were reported from the lab with no reported impact to patient management.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Return product is not required due to the nature of the complaint issue because it was related to a sample-specific incident. The cell-dyn emerald analyzer, serial number (B)(4), is still in-use at the customer site. The cell-dyn emerald operations manual contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was specific to a single patient sample.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and evaluation codes were corrected accordingly.